Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. The 2.25mm x 12mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured less than the rated burst pressure at an unknown number inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr catheter. The batch number on the device matched the reported batch number. There was blood in the inflation lumen and in the wire lumen. There was also contrast in the inflation lumen. Magnified inspection revealed the entire length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. The 2.25mm x 12mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured less than the rated burst pressure at an unknown number inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).